Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reportable malfunction occurred due to a defective/damaged cable unit (likely due to wear and tear). Olympus will continue to monitor field performance for this device.

Event description:
The customer originally returned his olympus endoeye video telescope due to an unspecified image problem. There was no patient harm reported as a result of this event. During the device evaluation, it was discovered that the unit was producing a discolored image. This report is being submitted to capture the discolored image confirmed during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. As noted in b5, the unit was producing a green image due to the video cable having been broken. Additionally, the video cable had suffered other forms of damage causing material deformation and cuts. The fibers bonding at the distal end were also found damaged. If additional information becomes available following the device evaluation, a supplemental report will be filed.